Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-01311. The hospital discarded the device.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using penumbra smart coils (smart coils) and a penumbra smart coil detachment handle (handle). During the procedure, the physician advanced a smart coil in the target vessel and attempted to detach it using the handle; however, the smart coil failed to detach. Therefore, the smart coil was removed and the procedure was completed using another smart coil and the same handle. There was no report of an adverse effect to the patient.